Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. It was reported that the customer experienced an elevated blood glucose (bg) level of 545 mg/dl. Cause was due to pump software interrupting insulin delivery. A correction bolus was delivered to address bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.